Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was analyzed and found to found to have a broken luer fitting. Only the lue fitting of the seal was returned. The piece measures approximately 0.232" x 0.434" in size. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the univeral seal broke off. The procedure was completed with no reported injury.